Manufacturer narrative:
On completion of the investigation, a follow up report will be submitted.

Event description:
The case was a snorkel endovascular aneurysm repair about 8 hours long. The stent was successfully deployed at 8atm at the target renal artery. After deploying the stent, the balloon didn't want to release from the stent when it was deflated and being removed, no harm to the pt.